Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3355-4050 serial/batch number (B)(6) was received for evaluation. Visual evaluation revealed that the sheath had striation marks along it. The perimeter of the distal end was also nicked. Additionally, the lens had damage and black spots on it. Functional testing could not be performed due to the lack of testing equipment. However, due to the various signs of external damage, it can be deduced that the device did not function as required as stated in the complaint allegation. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Dfu-0399-eo revision 1 recommends the following regarding proper care: regular and proper maintenance of your synergy vision ccu and / or camera heads are the best ways to protect your investment and avoid non-warranty repairs. Recommended care and handling of the synergy vision ccu and camera heads includes proper day-to-day operation, cleaning, and sterilization which are extremely important to ensure safe and efficient operation. It is important to visually inspect the camera head, cable, and card edge before each use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/05/2024 it was reported by a sales representative via (B)(4) that an ar-3355-4050 scope stopped working during a case. Discovered during case with no patient harm.